Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The event occurred on an unspecified date and involved a 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger. After connecting a spiros-to-spiros b and programming a treatment, the nurse reportedly noticed drips of chemo going onto the floor as she was walking away. She believed the treatment was leaking from the spiros at the connection to bag spike. This was not detected prior to direct patient use. No blood loss, no delay in critical therapy, no adverse operator consequence and no med/surgical intervention required. There was an unprotected chemo exposure, the device was replaced or changed out with no further problems encountered. Additional information was received on 14jul2025 as follows: the packaging is not kept; therefore, the lot number was not identified by customer. The day that the problem occurred was not reported by user until week(s) after the event. Products are kept within a store cupboard before being transferred into trolleys on the chemo unit, prior to use. There was no report of damaged packaging, and the product was intact prior to use.

Manufacturer narrative:
Investigation summary the complaint of leaks on item 011-ch3261 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history for the lot number was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.